Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module on a patient. The following results were provided: on (B)(6) 2024 = 9.9 / another instrument = 3.9 mmol/l (normal range: 3.5-5.3 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity c potassium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2024 = 9.9 / another instrument = 3.9 mmol/l (normal range: 3.5-5.3 mmol/l) no impact to patient management was reported.